Manufacturer narrative:
Upon return of the device, it was learned the device subject of the reported event was model 88-8037 instead of the initially reported model 88-8335. Evaluation of the returned device found that the event was attributed to excessive force being used while operating the device. The following warning can be found in the device's IFU (36-10169-d, page 1), "the use of excessive force may result in medical devices which malfunction. Regardless of age, any devices requiring service should be returned to the dealer." Steris offered in-service training on the proper use and operation of the device; however, the user facility declined. No additional issues have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. The device is being returned for evaluation. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure the wavy jaw to their atraumatic grasper broke. No report of injury or procedure delay. The procedure was completed successfully. The patient was taken for x-rays post-procedure as a precaution and no issues were identified.